Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle did not retract after activated. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-jul-2025. Investigation summary: bd received one photo and five samples for investigation. The customer photo depicts the device packaging but fails to display the reported defect. The five returned samples underwent functional tests and all passed, showing proper activation with no retraction failure or defects. Additionally, 30 retained samples also underwent functional tests and all passed, demonstrating proper activation with no retraction failure or defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle did not retract after activated. There was no health impact or consequence reported.